Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 11.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that during follow-up in clinic, an alert of possible output circuit damage was observed. Aborted charges were also noted. Hv lead impedance could not be evaluated due to alert message. Review of session records revealed one vf episode for which device delivered an ineffective shock and subsequent shocks could not be delivered. Device and lead damage was suspected. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable after the procedure.